Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), these electrode pads would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation; the reported malfunction was observed. A corner and the CPR puck were found to be folded over preventing the pads from fully adhering to the patient. It was originally suspected that the customer shipped the pads back to zoll this way intentionally, but they claim that not to be the case. There is no visual evidence indicating the electrode pads were applied to the patient. Our investigation was inconclusive and this is the first complaint of this nature. Analysis for reports of this type has not identified an increase in trend.